Event description:
Customer reported a pt sample containing anti-fyb did not react with vs143 cell I. Previous testing of the pt using the same vial of vs143 reacted 1+ (performed in 2007 and 2 weeks later). No death or serious injury was associated with this incident.